Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer attempted to resolve the issue by changing pump supplies, and ultimately, continued to use the pump for insulin therapy.